Manufacturer narrative:
(B)(4). The complaint sample was not returned to maquet (B)(4) for evaluation. Reference: (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, it was identified that the head portion of the vent cap broke when it was removed. The vent plug part remained in the cannula during operation. The bleeding did not come out as the vent plug part remained in the cannula. The cannula was cut and then the operation continued. Reference: (B)(4).